Event description:
Treatment initiated per protocol and then a blood leak in the dialysate was detected. The machine alarmed and we tested for blood via hemastrip. Blood was noted, and the treatment was not resumed. The patient lost approximately 70 cc of blood and we followed up with IV antibiotic treatment.note: we have had four different incidents where a f3 or f4 dialyzer had a blood leak detected.